Manufacturer narrative:
Investigation results: device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: synergy xd mr ous 2.75 x 38mm stent delivery system was returned to the complaint investigation site. A visual and tactile inspection of hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the stent identified struts pulled distally and severely stretched. Microscopic examination identified a break in the distal extrusion and inner lumen with both the distal markerband, and distal tip not attached or returned with the device. No other stretching was noted in the polymer extrusion. The proximal balloon cone was reviewed under microscopic examination, and no issues were noted. The balloon wing was tightly wrapped and evenly folded and was not subjected to positive pressure. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned a most probable investigation conclusion code of adverse event related to procedure. This conclusion code is based on the available information and the review conducted at the complaint investigation site. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event. Based on the severity of the damage and it being entirely unreported as having occurred it is likely that this occurred due to post procedural device handling however this cannot be confirmed at this time.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. Following pre-dilatation of a 2.0 x 15mm balloon catheter, a 2.75 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with an alternative device, and no patient complications were reported. However, returned device analysis revealed tip detachment.